Event description:
Additional information was received for box d: suspect medical device.

Manufacturer narrative:
Common device name additional information. Model number (rfb) additional information. Catalog item identifier (rfb)- additional information.

Manufacturer narrative:
B3: the event date is approximate. D4: the device product information was not provided. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
A consumer reported that a sonicare power toothbrush charger exploded. No injury or property damage was reported.